Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating "brand new scope still contaminated after two samplings" involving pentax medical video gastroscope model eg-2990i, serial (B)(4). The operating channel, water/jet channel, air channel and aspiration channels were sampled on (B)(6) 2018. The sample results are as follows: total mesophilic flora >150cfu/100ml (colony-forming units/100ml). Bacillus sphaericus >150cfu/100ml. Kocuria rosea 8cfu/100ml. The operating channel, water/jet channel, air channel and aspiration channels were sampled on (B)(6) 2018. The sample results are as follows: suction channel 0cfu of total mesophilic flora and lysinibacillus spaericus. Air/water channel 0cfu of total mesophilic flora and lysinibacillus spaericus. Channel operator 0cfu of total mesophilic flora and lysinibacillus spaericus. Water jet channel >150 cfu of total mesophilic flora and lysinibacillus sphaericus. Pentax medical (B)(4) asked for the scope for reprocessing and sampling. The operating channel, water/jet channel, air channel and aspiration channels were sampled by pentax (B)(4) on (B)(6) 2018. The sample results are as follows: channel operator 0cfu, suction channel < 1cfu of staphylococcus coag negative, air/water channel <1cfu of micrococcus sp, water jet channel <1cfu of staphylococcus coag negative. Microbiological quality of the device 3cfu/endoscope.